Manufacturer narrative:
B1 - product problem not to be checked as reported in initial report the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that x-rays confirmed the leads were kinked and thereby experienced high impedances. Surgical intervention was undertaken where both the leads were explanted and replaced with new leads thereby restoring effective therapy.

Event description:
It was reported the patient's system is auto reducing due to high impedances on most of the contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.